Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: underweight, an opening on posterior, brown particles on the shell, crease fold, wear abrasion, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two striated openings on posterior and anterior, a sharp opening on posterior, and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two striated openings on posterior and anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4).a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.